Event description:
It was reported during a prostate procedure fiber aim beam was forward firing. The procedure was completed using second fiber. There was no injury to the patient reported due to this issue.